Event description:
In preparation for a procedure, the user selected a cook acrobat¿ calibrated tip wire guide. It was reported that the physician opened the device package and found that the wire guide tip coating was broken. The physician changed to another one of the same device to complete the procedure. Images of the device label and of the device showing the coating damage were provided. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open box from the lot number provided in the report. The label matches the product returned. A photo was provided of the device, inserted into the racetrack with the distal end advanced out of the racetrack. A section of the coating has peeled exposing the core wire proximal to the 5 band marker. No portion of the coating appears to be missing. Additionally, a photo of the product labeling was provided. The lot number provided in the photos matches this report. Our laboratory evaluation of the product said to be involved confirmed the report. The product was returned reinserted into the provided racetrack. There is wire guide coating damage near the distal end. A section of the coating has split and peeled exposing the core wire approximately 27.0cm to 29.5cm from the distal end. No portion of the coating appears to be missing. The straight split lines with a shallow cut in the coating continuing from the split and peeled section was observed under magnification, evidence of potential scoring damage contributing to the failure. A small area of coating damage, not exposing the core wire, was also noted 43.0cm from the distal tip. A lab meeting was held with production leadership and manufacturing engineering on 23jan2025. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage and is considered operator related. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining has previously been performed for the operator involved in response to this occurrence after the manufacture date of this device. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action (CAPA) was initiated to investigate device failure due to coating damage during the scoring process. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo of the device packaging matches the product reported. Our evaluation of the photos provided confirmed the report of distal coating damage. In addition to the photo of the labeling, a photo was provided of the device, inserted into the racetrack with the distal end advanced out of the racetrack. A section of the coating has peeled exposing the core wire proximal to the 5 band marker, possibly near the distal coating joint. No portion of the coating appears to be missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed in the photo provided. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated sub DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the photos provided confirmed the report of distal coating damage. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a procedure, the user selected a cook acrobat¿ calibrated tip wire guide. It was reported that the physician opened the device package and found that the wire guide tip coating was broken. The physician changed to another one of the same device to complete the procedure. Images of the device label and of the device showing the coating damage were provided. This occurred prior to patient contact; there was no impact to the patient.